Manufacturer narrative:
Additional: the explant date has since been reported and section d updated. This report is submitted on may 30, 2019. - attachment: [139709 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted march 11, 2019.

Event description:
Per the surgeon, the patient experienced magnet dislodgement during an MRI (tesla strength not reported). Surgery to explant the device and reimplant the patient with a new device was completed on (B)(6) 2019.